Manufacturer narrative:
Patient demographics, such as age, date of birth, sex and weight, were not provided. Access accutni+3 quality control (qc) was within the customer's established ranges prior to and after the reported event. The customer declined to perform hardware verification testing. The customer sent the patient sample to beckman coulter (bec) for interference testing. Testing of the patient sample at beckman coulter (bec) identified a patient source interferent related to alkaline phosphatase. Per the access accutni+3 instructions for use, other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the reproducibly elevated access accutni+3 results was due to a patient source interferent related to alkaline phosphatase.

Event description:
The customer reported reproducibly elevated troponin I (access accutni+3) results, above the normal reference range of the assay, for one (1) patient on the laboratory's unicel access immunoassay system (serial number (B)(4)). The customer reanalyzed the samples on the same unicel dxi 600 access immunoassay system and obtained equivalent results, above the normal reference range of the assay. The customer reanalyzed the samples on an access 2 immunoassay system (serial number not provided) and obtained equivalent elevated access accutni+3 results. The patient samples were sent to an alternate facility and reanalyzed on a siemens dimension and the troponin I results recovered within the normal reference range of the assay. The initial access accutni+3 results were reported outside the laboratory. There was a report of change to patient care as the patient was admitted to the hospital. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration and system check were within assay and instrument specifications. Samples are collected in plasma separator tubes and rapid serum tubes. Samples are centrifuged at 7000 revolutions per minute for ten (10) minutes at room temperature. The customer did not report sample integrity issues.